Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision. It was noted that the patient experienced fatigue and blood pressure issues. Chest x-ray was performed and revealed the left ventricular lead had dislodged. The lead was explanted and replaced. The patient immediately experienced improved blood pressure. The patient was in stable condition.